Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed defib conductor distortion.

Event description:
It was reported during the implant procedure that there were reported high thresholds and no capture. The lead was exchanged and no patient complications have been reported as a result of this event.